Event description:
A report was received from a user facility in (B)(6) stating: "the sleeve struggled to go through a 2.2 mm incision. It seems usually large. Consultant did seven cases the phaco needle/sleeve combination vent easily through a 1.8 mm incision. No pt impact."